Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E1 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital (added here due to maximum character limitation). The device was returned to olympus for evaluation and the complaint was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflator had unstable intra-abdominal pressure retention, weak high flow. The issue was found during an unspecified procedure that was completed using a similar device. The device was inspected before use. There were no reports of patient harm.